Event description:
It was reported that patient received vibratory notifier for securesense detecting non-sustained lead noise. Upon review of the egms intermittent pvc couplets that are causing inappropriate detection of lead noise was noted. The device was reprogrammed and remains implanted.